Manufacturer narrative:
Event date: unk. (B)(4) - cataract, induced; vision, loss of; (new incision); (explanted). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od). The patient reported she had lost vision due to the development of a cataract and the lens was explanted. The lens was implanted on (B)(6) 2010 and explanted on (B)(6) 2014. The facility reported the cataract type was associated with icl proximity and was an anterior subcapsular cataract. The cataract was removed and an iol was implanted. The patient's va was 20/20 and the prognosis was excellent.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a (B)(6) patient , icl was removed to address decrease in visual acuity caused by a cataract development. According to the dcr, dated on 10/28/14, icl was explanted four years after implantation due to a cataract development and progression. The type of a cataract was anterior subcapsular and was attributed to the icl position (proximity). After icl and cataract removal an iol was implanted and patient prognosis was excellent (uva 20/20). It should be noted that, even though the development of a cataract was associated with the icl, the literature reports that 6-7% of patients develop a cataract following icl implantation but only in 1-2% progress to clinically significant, especially in high myopes and older patients. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).